Event description:
It was reported that (2) devices were used during a video assisted wedge resection. It was reported by the affiliate that on the third firing of the tsb45 instrument, the staples malformed. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.